Event description:
A customer reported that an abo mistype occurred on galileo echo m00608.

Manufacturer narrative:
The event is covered in labeling. The customer was referred to the limitation section of the echo operator manual which states "the galileo echo cannot reliably detect hemagglutination reactions that are graded as 1+ or less in test tube methodology. The galileo echo does not generate an interpretation of mixed-field. Such a mixed-field reaction will be interpreted as positive, negative, or equivocal." The instrument is operating within specifications.